Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of 531 mg/dl. Cause was not known. The customer administered a correction injection as well as performed a supply change to address the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.